Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the failure of the led unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon was could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this phenomenon was caused by the failure of the led unit, but the exact cause of this led unit failure could not be identified. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the lamp error e105 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.